Event description:
It was reported that after an unk procedure, the pt had bleeding, which may have been caused by heparin that was administered. The bleeding was controlled by endoscopic clipping. No re-operation required.

Manufacturer narrative:
Info not available, device not returned for analysis.